Event description:
It was reported the pt experienced a fall sometime in early (B)(6) of 2013. A week after the fall the pt begin to experience a burning sensation at his scs ipg site. The pt stated the burning begins approximately 9-10 hours after the stimulation has been on, and it subsides two hours after the stimulation is turned off. A sjm rep met with the pt and the pt also complained his scs ipg site is becoming irritating as he is on a wheel chair. Follow up on (B)(6) 2014 identified the pt underwent surgical intervention on (B)(6) 2014 to relocate his ipg. The physician moved the ipg from the right buttock to the left abdomen area.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.